Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy with the navigation system. The surgeon stated that accuracy was off by approximately 3mm when using the 70-degree suction in the frontal sinus. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Evaluation of the tracer pattern by a medtronic technical services representative found that the tracing technique was suboptimal. However, the medtronic field representative reported that in the same anatomical location (frontal sinuses) the surgeon was accurate with the shaver but not accurate with the 70 degree suction. This could indicate that the 70 degree suction was bent or not verified properly. The exact root cause cannot be determined at this time with the information provided.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. In particular the 70 degree suction was tested. It passed verification and accuracy testing during the system checkout. It was not replaced and has been used since. The medtronic clinical specialist trained the surgeon on better tracer registration technique. No further issues have been reported since the training was performed.